Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous and mildly calcified lesion in the distal diagonal coronary artery. The patient presented with severe angina. Pre-dilatation was performed using an unspecified 1.5x12mm semi-compliant balloon dilatation catheter. The 2.5x23mm xience xpedition stent delivery system was then advanced via radial approach and was pressurized to 16 atmospheres to deploy the stent. Fluoroscopy after stenting showed a dissection at the proximal end of the stent. Another xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.